Manufacturer narrative:
B18, the device was discarded at the treating facility and was therefore not available for analysis. C19, the review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. According to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events which may require intervention include, but are not limited to, trauma to the vessel wall, including spasm, dissection, perforation or rupture. Specifically, the IFU warns that physician should not inflate the balloon in areas of significant calcified plaque. Balloon rupture and / or vessel damage may occur. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: gore® molding & occlusion balloon catheter, lot # 25817931, catalog # mob37, UDI # (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis and gore® molding & occlusion balloon (mob). The distal side of the contralateral leg component was landed right above the bifurcation of left iliac artery. Ballooning was performed using a mob device. The final angiography revealed a bleeding from the distal side of the left common iliac artery. A vessel rupture was suspected. An additional stent graft was placed down to left external iliac artery, and an unplanned left internal iliac artery coverage occurred. The patient tolerated the procedure. It was reported that the vessel damage probably occurred during ballooning due to the calcification from the distal side of the left common iliac artery to the bifurcation of the iliac artery. The physician reported that he performed the ballooning too hard. During the procedure, two mob devices were used and it is unknown which lot of the mob device was used for ballooning.